Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). H3 other text: device not returned.

Event description:
It was reported that during insertion, the guidewire could not be inserted through the intra-aortic balloon (iab). After several unsuccessful attempts, the iab was withdrawn and a deformation was found in the central cavity of the iab catheter. A new iab was successfully inserted and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. Three kinks were found on the inner lumen within the membrane approximately 20.1cm, 20.3cm and 20.6cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked locations. The condition of the iab as received indicated kinks on the inner lumen. We are unable to determine when the kinks may have occurred. Kinks in the inner lumen can cause difficulty inserting the guide wire. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).